Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user report differences between their sg and bg for more than 40 points.the case was escalated to next level support for further review.after monitoring the system for 3 days there were no additional calibrations entered for evaluation; however, bg/sg fit well the past two weeks.the user was advised to continue using the system,dms shows that the user is using the system and has information up to date calibrating as requested.

Manufacturer narrative:
The user reported differences between their sg and bg readings. As the user had not been entering bg values as calibrations, the provided examples of inaccuracy could not be confirmed. The case was escalated, where no system issue was observed, but the user was informed that the system would be monitored for three days with a request to enter calibrations for assessment. However, the user did not enter any additional calibrations for evaluation; thus, no further evaluation was possible. Review of data in the past two weeks showed that bg and sg fit well. Based on the information available, there was no indication of an issue with the system.user was advised to continue using the system, entering calibrations into the system when requested and reach out if there are additional concerns. Dms shows that the user is using the system and has information up to date. B4.date of this report 14 oct 2025. G3.date received by the manufacturer? 14 oct 2025. H6. Type of investigation updated to 4111,4121,4119. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.